Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ allergy syringe had a discolored needle. The following information was provided by the initial reporter: "customer called stating that they received a defective product."

Manufacturer narrative:
H.6. Investigation summary: photos and (1195) 1ml, 10mm, 27g bd allergy syringes (1125 in sealed trays, 70 in open trays) were received along with the reported complaint ofdiscoloration/variation in color/cloudy. The investigating team has used the photos and samples of item #305541 and lot #2011725 for investigating the reported defect. The photos and thirty out of 1195 returned syringes were examined and no discoloration was observed. A review of the device history record was completed for batch #2011725. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issues are unconfirmed.

Event description:
It was reported that the bd¿ allergy syringe had a discolored needle. The following information was provided by the initial reporter: "customer called stating that they received a defective product."